Event description:
It was reported that the wake button on the pump had become partially detached from the pump, causing difficulties when the customer is pressing on the button in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.